Event description:
Physician (B)(6) described that the device fired but did not sever the tissue. She had to pull it out of the breast. She felt that the device malfunctioned. Patient discomfort was reported but no serious injury or additional intervention.